Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 10oct2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had water damage. A field service engineer confirmed that the station had to be replaced as it had water inside the printer, and inside the electronic drawer station and could not be repaired.

Event description:
It was reported by the customer that a pyxis anesthesia system was offline and had water damage. Customer stated the return bin, the top drawers were filled with water, printer paper was wet and the keyboard wasn't working properly. There were no adverse events or injuries reported based on this incident.